Manufacturer narrative:
One opened/used enlite sensor was inspected and a bicarbonate buffer test was performed. The ensor failed per specifications, due to high readings.

Event description:
It was reported that the customer's sensor gave a reading of 80 mg/dl while her blood glucose was 31 mg/dl. Customer stated she would use her sensor reading to treat her blood glucose and then it would go high. There was a reading of 319 mg/dl while her blood glucose was 80 mg/dl and another reading of 80 mg/dl while her blood glucose was 319 mg/dl. Upon removal of the sensor, customer stated the end was bent. Customer also stated she was hospitalized the previous summer and it was not clear if this was already documented and reported. Nothing further reported.